Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the lead was extracted and replaced due to high capture threshold and decreased sensing. It was noted that the patient was asymptomatic. Patient was stable post-procedure anbd will be followed normally.